Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found a missing door and peeling dso seal. A review of the event history log found a medium alarm acknowledged: pump settings and patient data lost. The customer reported problem was able to be verified by the visual inspection. The cause of the issue was found to be a weak pwa board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a loss of date/time. Found during testing. No patient harm.